Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color until the system was completely removed. Manual compression was then performed. There was no difficulty connecting the non-cordis sheath to the exoseal vascular closure device (vcd). The indicator wire cowling locked properly, an audible click was heard, and pulsatile flow was observed. The vcd and sheath were retracted together until bleed back slowed. No black or red colors were noted in the indicators during retraction, and the plug deployment button was not pressed prematurely. Upon removal, the wire loop was observed facing sideways. Deployment was attempted outside the patient, confirming the loop orientation and correct function when manually tested. The procedure used a retrograde approach for a diagnostic purpose. Post-procedure status was normal. The operator was trained, and the device was stored and prepared per the instructions for use (IFU). There were no visible signs of device or package damage. The femoral artery was verified as suitable by angiography, including appropriate insertion angle and vessel diameter =5 mm. No calcium, plaque, stents, or stenosis >50% were observed at or near the puncture site. The target site had not been closed within 30 days prior, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. There was no reported patient injury. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined as it was reported that the device was tested outside of the patient¿s body; therefore, the issue could not be tested in the laboratory. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color until the system was completely removed. Manual compression was then performed. There was no difficulty connecting the non-cordis sheath to the exoseal vascular closure device (vcd). The indicator wire cowling locked properly, an audible click was heard, and pulsatile flow was observed. The vcd and sheath were retracted together until bleed back slowed. No black or red colors were noted in the indicators during retraction, and the plug deployment button was not pressed prematurely. Upon removal, the wire loop was observed facing sideways. Deployment was attempted outside the patient, confirming the loop orientation and correct function when manually tested. The procedure used a retrograde approach for a diagnostic purpose. Post-procedure status was normal. The operator was trained, and the device was stored and prepared per the instructions for use (IFU). There were no visible signs of device or package damage. The femoral artery was verified as suitable by angiography, including appropriate insertion angle and vessel diameter =5 mm. No calcium, plaque, stents, or stenosis >50% were observed at or near the puncture site. The target site had not been closed within 30 days prior, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was noted. There was no reported patient injury. The device will be returned for evaluation.